Event description:
It was reported that during boot up of the 9800 system, the c-arm displayed a collimator potentiometer error. The customer removed the system and replaced it with another. No pt was in the room when this occurred.